Manufacturer narrative:
B5. Updated event/problem. H6. Added code for material rupture.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon twelve inflations at 20 atmospheres. The ruptured balloon was removed from the body and a blade appeared to be deformed. The blade was described as curled up and lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual, tactile, microscopic and leakage analysis was performed. A microscopic examination of the blade segments identified that one of the blade segments were lifted in the distal segment. The pad underneath was still intact. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure of 12 atmospheres. However, a pinhole noted 2mm proximal from the distal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon twelve inflations at 20 atmospheres. The ruptured balloon was removed from the body and a blade appeared to be deformed. The blade was described as curled up and lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon twelve inflations at 20 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported post procedure.